Manufacturer narrative:
The screw is fractured. There is approximately 7.30mm material missing. It was not returned. The phillips head does not show signs of stripping. The outer diameter edges of the distal threads left show they are beginning to burnish. This indicates that the threads met with resistance. Prep recommendation is critical for ease of insertion and successful anchoring. The clinical details provided, only mention a driver. There is no mention of pre tap, which is recommended. Based upon the fracture condition and visual characteristics observed, force was placed upon the screw during insertion. No root cause associated with the manufacture of this device could be supported. Use error may have contributed to this event.

Event description:
It was reported that the anchor broke during insertion. A backup device was used to complete the procedure following a 10 minute delay to remove all of the pieces of the broken anchor from the patient. No patient impact was reported.